Manufacturer narrative:
The device was returned d9 was updated and h6 type of investigation was updated.

Manufacturer narrative:
Per a review of the complaint file, omitted code f1905.

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the priming problem was a controller error alarm caused by an open optical fiber line in the red handle, an issue traced to manufacturing.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with cardiomyopathy, history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. The pump failed to prime and the automated impella controller (aic) issued a ¿pump failure¿ warning. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This is one of two reports. This report is for the pump and another report will be sent for the controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.